Event description:
During follow-up, premature battery depletion was observed on the device. The issue was resolved by explanting and replacing the device. The patient was in stable condition and experienced no adverse health consequences.

Manufacturer narrative:
The device was received with no output and battery having reached end of life level. Longevity assessment found the implant duration did not meet the projected longevity indicating premature depletion. The device was cut open and a new battery installed followed by extensive testing which isolated the source of high current drain to the hybrid/(B)(4) integrated circuit. The field complaint of premature battery depletion was confirmed.